Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during implantation of a conduit straight t/pluf cage, the inner driver of the implant holder was found to be disconnected from its handle. This locked the implant to the driver, and prevented the implant from being detached after implantation. The surgeon had to explant and waste the cage. Another cage of the same size was opened, and a different implant inserter was used to complete the surgery. There was a surgical delay of 2 minutes. The implant and implant holder were removed, and a new implant was opened and inserted. The procedure was successfully completed and there was no patient consequence. No further information is available. This report involves one inserter s-hammer connection. This is report 2 of 2 for (B)(4).